Manufacturer narrative:
Other than mention of the wound vac, it isn't clear how this wound came about. Follow up was sent to find out more about the source of infection and more. Investigation is ongoing. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a vad coordinator that the patient had a wound infection at the site of the driveline exit. It was mentioned that the patient's home health nurse was changing his dressing and inadvertently cut the driveline with scissors. On the service repair note stated that the patient had a wound vac to their driveline exit site. Splice repair and electrical fault is captured in the other file. It is captured that the patient is in the hospital but it was mentioned with the splice repair and not the wound. So it isn't clear if the hospitalization is related to the wound.

Manufacturer narrative:
The initial hospitalization for the driveline infection was (B)(6) 2014. Wound cultures grew various bacterial agents. The patient follows dressing protocol to the best of his ability and there was no reported tension or trauma to the driveline. Patient had multiple abdominal, chest and pelvic CT scans that showed extensive or worsening fat stranding and a small fluid collection. The wound vac was placed on (B)(6) 2015 and the patient has had other readmissions for the infection and multiple incision and draining's in during the course of treating the infection. The patient was discharged home, remaining on IV antibiotic therapy. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, driveline site care therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.